Event description:
Arterial line high pressure tubing had a visible hole with fluid leaking out and blood backing up in the tubing. Two other high pressure tubing lines were also hooked up to the patient and the transducers were faulty. Tubing had to be changed out. No harm to the patient.